Event description:
The caller reported that the quick bolus/wake button on the pump was difficult to press and often required multiple attempts to activate the pump screen. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support to ensure the pump was not plugged in and to press the button as instructed. Despite these measures, the issue persisted, leading technical support to decide on replacing the pump. The customer opted to continue using their current pump until a replacement was provided and expressed interest in obtaining an out-of-warranty loaner pump.